Event description:
It was reported that during surgery to replace the patient's vns generator, the generator indicated eos after being placed in the pocket. Diagnostics prior to placing the generator in the pocket were normal. A company representative present at the surgery indicated electrocautery had been used; however, it was not used near the generator. A back-up generator was implanted. The faulted generator was returned and underwent analysis. Analysis confirmed the generator was returned in a pulse disabled condition due to a perceived low battery voltage. After the output was re-enabled, the generator performed to specifications. No burn marks such as those created by use of electrocautery were observed on the generator can. Review of generator source code from the surgery indicates the generator was functioning normally until an event occurred resulting in a sudden drop in the battery voltage such as exposure to electrocautery or an electrostatic discharge. The cause of the pulse disabled event is unknown. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
.